Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. A getinge field service technician(fst) evaluated the unit, but was unable to reproduce or duplicate the reported issue. The fst found no indication of any faults or errors in log files. The fst performed all functional tests and validated calibration. The fst request the customer monitor the unit after this and advise if the display issue returns. The unit was then cleared for clinical use.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units display is unreadable.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11 corrected sections: e3.

Event description:
N/a